Event description:
Upon removal of the catheter, it was noted that the tip was missing. The physician monitored the patient's pulse for a period of time in order to determine if there was any evidence of vessel blockage. After a period of time it was determined that the tip had lodged in the tissue.